Event description:
Libre freestyle 14 day sensor - arm cleaned with alcohol swab-sensor applied properly but got staph infection. Sensor was removed after 5 days. The sensor never gave an accurate glucose reading. Kept the box. Not sure which number is the lot number. I think it is 1906020. Please contact me if you need more info. FDA safety report ID# (B)(4).